Manufacturer narrative:
Medtronic representative evaluated the system and could not duplicate the problem. The software logs were reviewed by the software engineering team, and they also failed to indicate any generator errors. A full system checkout was completed, with all checks passing. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6), 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4).

Event description:
A medtronic representative reported that while taking a spin during a spinal fusion case, the imaging system sounded an alarm and gave an error message. There was no delay to procedure as a result of this. Site decided to discontinue use of the imaging system. Procedure was completed with no impact on patient outcome.